Manufacturer narrative:
No product was returned with this complaint for review. Lot numbers were not provided so it was not possible to review the device history records. These devices are used for treatment. A likely root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00235901038, zimmer periarticular 3.5mm locking screw, lot #unk. Catalog #00482801802, zimmer 2.7mm universal locking screw, lot #unk. Catalog #00234801435, zimmer periarticular coritical self-tapping bone screw, lot #unk. Catalog #00482701601, zimmer 2.7mm coritcal self-tapping screw, lot #unk. Catalog #00234801635, zimmer 3.5 cortical self-tapping screw, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing swelling and unable to bear weight on ankle.